Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all of the keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/27/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 01/15/2016 with the following findings: the keypad was found to be intact; no peeling or damage was observed. During testing, the complaint of under responsive keypad buttons was not duplicated. All of the keypad buttons were found to respond appropriately. The keypad cover was removed and no contamination was found under the button contacts. The pump case was removed and no evidence of moisture contamination or loose components was observed inside the pump.